Event description:
It was reported that during implantation of posterior spinal instrumentation, the pedicle screw had to be removed because the locking screw wouldn't fit. After removal, it was discovered that the threads of the tulip were damaged. No additional patient complications were reported.

Manufacturer narrative:
The first mechanical thread is slightly worn suspected the setscrew was cross-threaded. No pre-existing defects have been identified on the implants that could be responsible of the event. A functional check confirms that the mechanical thread of the mas is working as intended. A cross-threading of the setscrew may explain the event.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.